Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose after their target glucose settings were changed to more aggressive targets, and the user planned to contact clinical support to revert the target to the previous setting. Symptoms included tiredness, lethargy, dizziness, and a documented low reading of 40 mg/dl, consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and suggested that the aggressive target settings contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with therapy settings contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.